Event description:
A non-healthcare professional reported that an incomplete side cut was noted in the inferior temporal region most likely due to the thinner flap thickness and excess liquid present on the cornea. In the left eye during refractive surgery. The surgeon proceeded with lifting the flap and severing the uncut area. A recut was not performed. Laser ablation was then carried out, and a bandage contact lens was placed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).